Event description:
It was reported that the external pulse generator (epg) had damaged atrial/ventricular output connectors. It was also reported the secondary lcd (liquid crystal display) screen malfunctioned. The epg was returned for repair. There was no patient involvement indicated.

Event description:
It was reported that the external pulse generator (epg) had damaged atrial/ventricular output connectors. It was also reported the secondary lcd (liquid crystal display) screen malfunctioned. The epg was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: the generator was returned and analysis could not confirm the customer comments that the secondary liquid crystal display (lcd) screen malfunctioned. Analysis did find that the upper and lower cases, ring cover, two side bail covers and the battery drawer were broken, that the battery release was contaminated, one case screw was missing, the battery contacts were compressed, one side bail was missing and that the keyboard had cosmetic damage. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.